Event description:
It was reported that the patient was fainting and had high impedance again. The patient wanted to know what could be causing this. The device was helping, but the patient couldn¿t keep having surgery. The patient had their health care provider (hcp) check for lead erosion and the related items and they were ok. The impedance was still high for no known reason. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that a lead revision surgery was scheduled for the following week due to out of range impedance levels. However, the healthcare provider (hcp) reportedly stated that the surgery was delayed until reviewed by hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. (B)(4).